Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It is reported that the camera overheated after performing 10 surgeries in a row. The camera, mirror and guide beam were placed on the patient during the 10th operation, scalding the patient's skin causing mild burns with blisters. The skin has been coated with scalding cream and scabbed. Due to the adverse consequences for the patient, the case is deemed reportable.